Manufacturer narrative:
Hologic product applications specialist (pas) reviewed the logs and found no indication of hardware or assay reagent preparation issues. All runs on both instruments were clean and valid with expected kinetics, and controls had typical, consistent rlu results between runs of different kits on different instruments. One of the samples in question appeared to be low-target, while the other two samples had clear negative and positive kinetic curves. Pas concluded the issue was sample-related, due to either low target samples or sample mishandling. Customer was notified and reported no further issues. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 ((B)(4)), aptima sars-cov-2 ((B)(4)), and aptima sars-cov-2/flu ((B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Customer reported 3 samples which did not repeat during their comparison studies between the sars-cov-2 tma assay on panther instrument sn (B)(4) and sars-cov-2 pcr assay on panther fusion instrument sn (B)(4). Customer was running uncapped workflow, but samples were not recapped or removed between loading the sample racks onto the fusion and panther. Customer did not upload logs with the affected worklists or sample ids for review. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients.